Event description:
Dr implanted one 4.7 x 10mm dental implant (lot# 6001382) on (B)(6) 2012. Surgery was uneventful. One week post-op, no indication of infection. During the week of (B)(6), pt said that the implants seems loose. On (B)(6) 2012, pt said that the implant began to hyper erupt w/o pain and the implant came out. On (B)(6) 2012, dr cleaned out the site and grafted with puros cancellous bone particles and covered with a membrane. There was discharge prior to clean out and appeared to be significant infection for such a short time. One week later, pt was happy and no pain. Dr reviewed the event and believes the most likely cause of the failure could have been pressure necrosis as the dense bone drill was not utilized. Pt is doing well and a new implant will be placed in 3 mos.